Event description:
Event description cpi received information that a patient's implantable cardioverter defibrillator (ICD) exhibited a middle of life battery status after 24 months of implant because the patient received multiple inappropriate shocks. The physician performed an invasive procedure and noted a fracture of the sensing portion of the transvenous defibrillation lead at the point where the lead connects to the ICD. The physician elected to remove the lead from service and explant the ICD.